Event description:
It is reported that the screw which holds the reamer in place during use, fractured while reaming.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the fracture may be due to incomplete assembly to the driver instrument while in operation or an off axis loading on the reamer locking screw. The driver tabs need to be fully engaged into the slots on the reamer for proper torque transmission. The device meets dimensional specifications where measure. The exact cause cannot be determined with certainty. Evaluation: as returned, the device appears to have been re-sharpened. Device history records indicate all components were manufactured and inspected to specification.